Event description:
It was reported that a malfunction alarm, identified as code malf 12, occurred. The customer's blood glucose level did not exceed 500 mg/dl, which indicates there was no adverse impact. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction recurred, which they acknowledged and understood.